Event description:
It was reported that the hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from japanese to english: "the shield was too tight to come off."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 29g x 12.7mm, 0.3ml bd insulin syringe from lot 8225893. Consumer reported the shield was too tight to come off. The returned sample was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. The needle-hub/shield separation could be the reason why the customer reported that the shield was too tight to come off. A review of the device history record was completed for batch # 8225893 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200774042, 200774003] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. As per investigation completed by manufacturing, "on 30jul2019, holdrege received (1) loose 29g x 12.7mm, 0.3ml bd insulin syringe from lot 8225893. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. A visual evaluation of syringe found syringes with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-(B)(4) was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd ultra-fine¿ insulin syringe before use. The following information was provided by the initial reporter, translated from japanese to english: "the shield was too tight to come off."